Event description:
It was reported via repair work order that the bed had no power. The technician found a stryker power cord with a non-stryker plug on the end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.